Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020. A manufacturing record evaluation was performed for the finished device batch plh863, xcw840020 and no non-conformances were identified. Additional h3 investigation summary: it was reported pull off - suture needle. One detached needle of product code w8400, lot plh863 was received for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿ the suture was detached from the needle during suturing¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? => no further information is available. How was case completed? => no further information is available. What is the patient's condition? => no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle while during suturing. It was not a control release needle. There were no adverse patient consequences reported. Additional information was requested.